Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a hypoglycemic event that led to a loss of consciousness. The patient was treated by the husband with 2 glucagon injections. The husband called their internist, who sent an ambulance. The patient was taken to the hospital by ambulance and was further treated with intravenous glucose. At the hospital it was noted that the cgm device was displaying a sensor error. No fingerstick reading was reported from the event. The patient could not remember if any alerts sounded at that moment. No further medication was reported, and the patient was discharged after on the same day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they had a sensor error that occurred for under an hour and experienced loss of consciousness. The patient was found by their husband and was treated by the husband with 2 glucagon injections. The husband called their internist, who sent an ambulance. The patient was taken to the hospital by ambulance and was further treated with intravenous glucose. No fingerstick reading was reported from the event. No further medication was reported, and the patient was discharged later the same day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.